Event description:
Account states they are getting very poor precision for several assays. The incorrect results have not been used to guide patient therapy. The field service rep found the ldd cable was broken and repaired the instrument by replacing the cable.